Event description:
First device was implanted (B)(6) 2014, after 2 months device was removed due to blood in urine. Second device implanted (B)(6) 2014, and caller stated it never worked correctly. He believes it is hacked. He is also experiencing issues with his smartphone and tablet, states he is unable to access the internet. He reports concerns with identity being stolen.